Event description:
The reporter stated that during an anterior cervical discectomy and fusion (acdf) surgical procedure, two screwdriver tips broke into the screw head during use. The screw was left in situ. This surgery was a revision surgery and the previous screw holes were used again. The surgery was completed using a spare instrument that was available. There was no adverse outcome for the pt. Integra has requested additional clinical info.

Manufacturer narrative:
A review of the device history record showed no anomalies. The product was received for eval. Integra's investigation determined that the split tip driver failed due to over torquing beyond the strength of the tip. The screw being bound in the plate did not allow the screw to rotate, over stressing the driver tip to failure. No corrective action is required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.